Event description:
It has been reported to philips that the system is showing a failure: generator is busy starting up, no x-ray is possible. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that system was showing a failure: ¿generator was busy during starting up, no x-ray was possible¿. Analysis of the system log file showed evr failure. During troubleshooting, the fse found that the point evr, which is the part of x-ray generator was not working due to the electronic failure. The fse replaced the power inverter evr module. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.